Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted. The stylet test failed due to the distortion of the distal conductor within the connector. Full lead returned and analyzed.

Event description:
It was reported that during an implant attempt the stylet stuck at proximal portion of lead. Also the lead's helix extension appeared to not work properly. The lead was attempted but not used. Another lead was implanted. No patient complications were reported as a result of this event.